Event description:
It was reported that during the procedure at the bifurcation of the middle cerebral artery (mca), the physician used stent-assisted coil embolization. After delivering the preshaped microcatheter into place, the physician advanced the subject stent. After the subject stent had entered the microcatheter for a certain distance, the subject stent got stuck inside the microcatheter, the operator tried to pull it out and the delivery wire was retracted out and the subject stent was left inside the proximal of microcatheter. Both the microcatheter and the subject stent were removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure at the bifurcation of the middle cerebral artery (mca), the physician used stent-assisted coil embolization. After delivering the preshaped microcatheter into place, the physician advanced the subject stent. After the subject stent had entered the microcatheter for a certain distance, the subject stent got stuck inside the microcatheter, the operator tried to pull it out and the delivery wire was retracted out and the subject stent was left inside the proximal of microcatheter. Both the microcatheter and the subject stent were removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 - gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was returned with a microcatheter. The introducer sheath was inspected with no anomalies noted. The subject stent was found in the microcatheter shaft roughly 1cm from the hub with damage noted to both sides. There was no damage noted to the stent delivery wire (sdw). The functional inspection was not performed due to the subject stent being returned in a deployed state. The reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated; however, the analysis results are consistent with the reported event. The reported 'stent deployed prematurely during use' was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after the subject stent had entered the microcatheter for a certain distance, the physician found that the subject stent could not be pushed further. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the subject stent was returned with a microcatheter. The introducer sheath showed no anomalies. The subject stent was found to be damaged in the proximal as well as distal end and the subject stent was found in the microcatheter shaft roughly 1cm from the hub with damage. It is probable that rhv vent cap was not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into this gap. Increased resistance is then experienced while attempting to advance the subject stent into and through the microcatheter lumen, resulting in possible damage to the subject stent. Upon realizing this through increased resistance, an attempt may follow to withdraw the subject stent. During this action, especially if the subject stent is stuck inside the lumen, the stent delivery wire (sdw) may slip through the proximal end of the subject stent, leading to premature deployment. The as reported codes, 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use', as well as the as analyzed code 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.